Event description:
It was reported that "patient was undergoing left hip hemiarthroplasty when the cement that was being injected into the bone firmed up before it was completely instilled and before the hip device could be implanted. The dried cement could not be removed at the time of the surgery as the hospital does not have the equipment to remove the hardened cement. The incision was closed and the pt was transferred the next day to another facility. While mixing the 2 (antibiotic simplex p and simplex p bone cements) cements, the tech noted that the cement seemed to be thicker than usual. The temp in the room was about 65 degrees. The product insert indicates that the cement usually sets in about 14 minutes at this temp. The product firmed up in approx 4 minutes. Antibiotic simplex p and simplex p bone cement were mixed together."

Manufacturer narrative:
This is the same pt/event as MFR:# 9610726-2011-00307. Add'l info has been requested and if received will be provided in a supplemental report. Add'l info from user facility report: antibiotic simplex p bone cement. Antibiotic bone cement. Simplex p bone cemtent. (B)(6).